Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that his onetouch select meter read inaccurately high in comparison to a lab calibrated device. The complaint was classified based on information obtained in follow-up by medical surveillance (ms).the patient claimed that ¿eight days¿ prior to contacting lfs he obtained results of ¿17mmol/l and 18mmol/l¿ on the subject meter which he felt were inaccurately high in comparison to a result of ¿6.5mmol/l¿, obtained on a lab calibrated device. The time difference between the tests was not specified. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient detailed that the he manages his diabetes using fixed doses of insulin and claimed to ms that he had ¿doubled his insulin dose¿ in response to the alleged inaccuracy. The patient reported to ms that on (B)(6) 2014, he developed symptoms of ¿headache, weakness and sweat¿ which he associated with low blood glucose and that whilst symptomatic he obtained a blood glucose reading of ¿3.1mmol/l¿ on an unknown device. The patient reported that on an unknown date he visited a doctor¿s office in response to obtaining high blood glucose readings, where he was advised by his doctor to ¿double his insulin dose¿ in response to the high readings. The patient specified that one of his insulin doses was to increase from 7 units to 12 units, whilst another was increased from 28 units to 45 units. During troubleshooting, the customer care advocate (cca) noted that it was unknown if the meter had been set to the correct unit of measure and that the patient had not used an approved sample site when testing using the lfs device. Replacement products were sent to the patient.this complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.